Event description:
Revision surgery - pt had several previous shoulder operations, the last being an rsp. Pt dislocated in 2009, after several reductions, surgeon decided to try to stabilize shoulder with more constraining implants.